Event description:
Reference report number mw5087168 for incomplete syringe graduations. Note: an adverse event did not occur. A physician was reporting the issue of incomplete graduation markings on the syringe for young children. Dynarex provides a syringe that is a component in a kit, and makes no reference or recommendations regarding dosage. It is the responsibility of the kit manufacturer to determine syringe suitability and appropriateness for use as part of the finished combination kit. Dynarex did not initiate the IFU for the drug in the package insert and cannot accept responsibility for product incompatibility or syringe graduations.